Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while customer was outside for lunch. Customer's blood glucose was 230 mg/dl. The customer continued using the pump for insulin therapy.